Event description:
Customer reportedly received the following results within 10 minutes on the compact plus system: 1. 17 mg/dl and 190 mg/dl 2. 29 mg/dl and 160 mg/dl these sets of results were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).